Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned rad-g was evaluated. Shorting inside inside of the circuit board power button resulted in the button being activated even when not physically pressed. This caused the device to power off shortly after powering on and intermittently powering on by itself.

Event description:
The customer reported the rad-g "keeps turning off". No patient impact or consequences were reported.